Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was not in clinical use when the issue was identified. Philips field service engineer (fse) visited on-site and examined the system and confirmed the reported problem. Upon troubleshooting, fse checked the mushroom buttons and found an unknown object on the tabletop caused the actuation. After the object on the tabletop was removed, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since this time, new information has identified that the manual lateral and longitudinal movements of the tabletop are needed to move the relevant part of the patient into the centre of the x-ray beam. The panhandle and the pan-knob on the geometry module are used to release the brakes and as such allow manual movements. If the table cannot be manually positioned, the region of interest can be cantered by moving the stand. Additionally, the table brakes are released when the geometry stop button is pressed, therefore loss of manual table movements is not likely to cause or contribute to death or a serious injury. This scenario is not likely to cause or contribute to death or serious injury if it were to recur. Philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating the float tabletop key activated at startup which can impact a full system boot. No harm to the patient or user was reported. Philips has started an investigation of this complaint.